Event description:
It was reported that "there is damage to charging port and the cord is loose." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.